Event description:
Customer called to report hospitalization due to high blood glucose. Customer is insulin resistant. The current blood glucose reading is 399 mg/dl. Customer has treated with manual injections. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was high for several days. She was confused and incoherent. A friend had called paramedics. Customer was transported to hospital. Customer was trying to change the set during her confused stated and was not connected to the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.